Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that patient faced infusion set reservoir occlusion which caused hyperglycemia. Blood glucose levels were 298mg/dl at the time of event. No further information available.